Event description:
It was reported that this right ventricular (rv) lead perforated the rv apex. As a result, there was high pacing thresholds. The patient noted the original implanting physician stated the rv lead perforated at implant in 2018 but the patient refused to have the corrective surgery. The perforation was confirmed via ice at time of a generator change. During the procedure this rv lead was explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead perforated the rv apex. As a result, there was high pacing thresholds. The patient noted the original implanting physician stated the rv lead perforated at implant in 2018 but the patient refused to have the corrective surgery. The perforation was confirmed via ice at time of a generator change. During the procedure this rv lead was explanted and replaced successfully. There were no additional adverse patient effects reported.